Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because it was reported that the ins had moved from the patient's hip to their back near their spine. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not needed because the issue identified in this event is a known inherent risk as disclosed in product labeling, and additional investigation is not needed. Supporting event information used to determine the issue was a known event includes the report of the patient's ins migrating from their hip to their back.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they could not walk or lay on their left side, which is the reason they needed a magnetic resonance imaging (MRI). It was unknown whether the symptoms were related to the device or therapy. The issues had been going on for almost two years and were worse than ever before. The implantable neurostimulator (ins) had moved down to the spine/hip area in the last five to six months, and the ins area was sore so they couldn't lean back in the car for the last three months. They had spoken with their healthcare professional (hcp) about the ins moving, and they noted that they would need to speak with an hcp about getting the device moved because it was not helping or working for them. They noted that they had not used it for months. The patient was assisted during the call to activate MRI mode, and they were crying because they were upset and frustrated that they couldn't get help and were confused with using the patient programmer (pp). There was a nurse present who would hold the antenna while the patient would press the buttons on the pp to activate the MRI mode. The patient described getting the full body image on the screen. The patient called again on (B)(6) to go over how to put the device in MRI mode. They were not able to reach their implant in their back with the equipment, so they wrote down the instructions to have someone in the MRI facility help them put the pp in MRI mode.

Manufacturer narrative:
Information suggests that there was no placement issue, so device code (B)(4) should not have been assigned.

Event description:
Additional information received from the consumer reported that the patient got a little stiff and a little pain run through. The doctor decided to give the patient a shot in their back on (B)(6) 2016. The patient was given a block. The patient felt slightly better and was told that sometimes it takes a few days to kick in.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that 8 to 9 months prior to the report they noticed that their implantable neurostimulator (ins) moved from their hip and side over to their back near their spine. At that time the patient had no discomfort. In (B)(6) the patient noticed back pain beginning which worsened and the patient was now walking with a cane, bent over. The patient also noted that they were sometimes in a wheelchair. This onset of symptoms was considered gradual. The patient was going to follow up with their doctor to assess the ins site and examine the pain. The patient was implanted for non-malignant pain.

Event description:
The consumer reported that the device was originally on the hip and it had moved toward their spine by their buttock. They couldn't stand long, couldn't lay on the left side, couldn't walk well, walks with a cane, couldn't lift anything, and was putting their hands above their head was hard to do. The patient didn't know why the device would make their back hurt as it didn't move that far. The patient asked their healthcare professional (hcp) to take it out. It was reported that the patient didn't know if the pain and difficulties were caused by the battery moving. There was a report that they were doing laser surgery on october but didn't know if it was related. Relevant medical history includes non-malignant pain.

Event description:
Additional information received from the patient reported that they met with their healthcare provider (hcp) about a month prior to the date of this report to schedule an explant surgery, but nothing had been scheduled yet. The patient reported that they have been in so much pain since their implantable neurostimulator (ins) had moved. They stated that if they pull on their ins and hold it the other way, the pain would stop but they couldn't hold it there all day. The patient stated that they contacted a manufacturer representative who was going to speak with their hcp regarding the issue. It was noted that the issue started about six months ago; however, the patient earlier stated that it had only been three months. The patient was to follow up with their hcp and was sent additional physician listings just in case.